Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy according to the reporter: after applying the clip it falls and it does not fixed under high pressure; clips are too loose. Anatomy involved: gall bladder. There was blood loss of 500cc or more due to the product problem. The additional blood loss resulting from this product problem did require a blood transfusion. The surgical time was extended by more than 30 minutes due to the product problem.